Event description:
The user facility reported that during a bladder lithotripsy, the proximal end of the probe broke and separated near the handle. The probe was safely removed from the pt and a different, but similar probe was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The user facility has indicated that the device referenced in this report will not be returned to olympus for eval. The cause of the reported phenomenon cannot be conclusively determined at this time. This report is being submitted as a medical device report in an abundance of caution.